Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a damaged response button switch. In addition, the front response button cover was missing and the rear response button cover was loose. The root cause for the damaged switch was excessive force. The root cause for the missing and damaged response button covers was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not functioning.